Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed on the same system after switching to the hand switch with a delay. The philips field service engineer (fse) conducted an onsite visit and reviewed the system logs. The logs showed a remote alert indicating that no enable signal was detected when the footswitch button was pressed. The fse replaced the wired footswitch and sent the defective footswitch for analysis, but the suppliers part analysis could not conclusively determine the cause of the failure. However, additional findings included a loose bracket, discoloration of the cable, and a cut in the cable. Replacing the wired footswitch restored system functionality. After the replacement, the system was returned to use in good working order the codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system foot switch could not emit fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.